Manufacturer narrative:
Balloon valvuloplasty is performed to open up the stenotic valve prior to thv deployment. Regurgitation after bav is not uncommon and may vary in severity. Typically, this is resolved by deployment of the new valve. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. These patients may require hemodynamic support if they are symptomatic to new regurgitation and significant hypotension may result. Intra-operative hypotension is very common during the tavr procedure and is treated with standard therapies, including vasoactive drugs. It is not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In this case, the balloon aortic valvuloplasty (bav) procedure itself caused the reported ar and subsequent hypotension and bradycardia, which did not resolved post deployment of the sapien xt valve. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, post balloon aortic valvuloplasty (bav) tee showed increased aortic regurgitation (ar). This caused a mitral regurgitation (mr) increase and the blood pressure remained around 60¿s mmhg. Ventricular tachycardia (vt) presented prior to deployment of the sapien xt valve and persisted after deployment. The xt valve was implanted in 60:40 aortic/ventricular position. Multiple attempt of defibrillation failed, and cardiac massage was given. Percutaneous cardiopulmonary support (pcps) was introduced at 3 l/min. When defibrillation was performed under pcps, the patient¿s electrocardiogram (ECG) returned to a pacing derived waveform. Defibrillation was performed 9 times in total. Bp increased to 170¿s mmhg. The flow of pcps was gradually reduced, and pcps was weaned off as bp became stable. The patient was extubated and referred to the ICU. The operating cardiologist stated that since the patient¿s left ventricle was small, the increased ar caused the series of events by a mechanism similar to dysfunction of the left ventricle.